Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed the catheter shaft was fractured and the shaft was flattened as well. Functional could not be performed due to the catheter shaft being blocked with solidified procedural fluids and saline/contrast. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the catheter shaft was blocked by blood during the procedure which contributed to the reported event. It is likely that anatomical/procedural factors contributed to the reported and observed damages limiting the performance of the microcatheter during the clinical procedure. Therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
It was reported that during the procedure, the microcatheter(subject device)fractured on its proximal section during introduction of device into the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the microcatheter(subject device)fractured on its proximal section during introduction of device into the patient. There were no reported clinical consequences to the patient.